Event description:
A medtronic representative reported that during a cranial resection procedure, the navigation system camera was cycling. The medtronic representative reported the camera was cycling while on the navigation page of the navigation system software. The medtronic representative rebooted the system, ran the firmware utility, to update the firmware, and re-entered the software application to resolve the issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and determined the camera firmware needed to be updated. Software is functioning as designed. No parts have been received by the manufacturer for analysis.